Event description:
Device 2 of 2. Reference MFR report number: 1627487-2012-05987. The pt has two leads (from different lots). It was reported the pt has experienced overstimulation on several occasions. Reprogramming attempts were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.